Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 13574385 / 14518570, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients pocket site was not healing or closing the way it should. It was noted that the patient spends quite a bit of time in a wheelchair and physician believed that the positioning of the battery and where the chair was does not allow it to heal properly. No device malfunction was suspected. The patient underwent an explant procedure.